Event description:
Reportedly, the backlight of the programmer screen intermittently did not light, making it impossible to read.

Manufacturer narrative:
Preliminary analysis showed that the screen cable was disconnected from the carrier board, which explains the reported behavior.

Event description:
Reportedly, the backlight of the programmer screen intermittently did not light, making it impossible to read.

Manufacturer narrative:
The date returned to manufacturer was corrected. Please refer to the attached analysis report.

Event description:
Reportedly, the backlight of the programmer screen intermittently did not light, making it impossible to read.